Manufacturer narrative:
This event was reassessed as not meeting the criteria of a reportable event based on additional information. This report is being submitted to close out the complaint file. Reference (B)(4).

Event description:
The event was inadvertently assessed as meeting reportability and after clarification with the complainant, it was determined that the balloon did not leak during patient treatment and therefore this event does not meet reportability.

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A territory manager was informed from an end user of an issue with an adaptive radiology balloon. It was reported the customer had a leaking balloon. The physician and nurse noticed it was leaking after the procedure was complete and instruments were being removed. Dr. (B)(6) double checked it today to make sure it indeed had a leak, as well. The procedure had been completed with this device and there was no report of the patient experiencing any adverse effects, harm, or require medical intervention as a result of this incident. They did not provide any identifiable information on this balloon. As the balloon was reported as leaking during/after procedure, there was a risk of radiation to unintended organs, therefore this event meets the criteria for an adverse event. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.